Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was readmitted with elevated lactate dehydrogenase (ldh), aortic valve opening with every beat on echocardiogram (echo) and pump power elevation. The historical pump telemetry data on the system monitor screen reportedly showed low speed, low flow and pump off alarms and power up to 25 watts. The inr was at 1.8 but patient reportedly admitted to being -non-complaint with medications. The pump reportedly eventually stopped, would not restart and was disconnected. The patient was started on a heparin drip and then integrilin drip. The hospital subsequently made a decision to exchange the pump with another lvad.

Manufacturer narrative:
The pump was successfully exchanged and the patient remains ongoing on lvad support. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.